Event description:
Solicited call received from infusion register nurse (B)(6): at the patient's home for scheduled infusion, patient did not have medication or supplies for infusion. Register reports pump serial number (B)(4) expiration date 05/15/21. Taking longer than an hour to infuse, requesting pump replacement for the next infusion on thursday (B)(6) 2020. All of patient's emergency medication has expired and register nurse requesting replacements. Medical doctor aware of missed infusion, patient infusion rescheduled for (B)(6) 2020. No side effects reported from missed infusion. Unknown if pump is available for return, no additional information or details were reported. Consent to contact the patient's "hop" was not asked. All known information is contained on this form. Reported to (B)(6) by: health professional.